Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient was having drainage at the ipg site. Surgical intervention was undertaken wherein the system was explanted to address the issue. Patient is recovering post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.